Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4, restricted posterior, and a flail. One clip was successfully implanted. To further reduce mr, an xt clip was inserted, but after several grasping attempts, tissue damage was observed the anterior leaflet. Therefore, the physician decided to remove and replace the clip. An nt clip was inserted and deployed on the mitral valve. However, after deployment, the clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). After the slda, tissue further damage was observed on the anterior leaflet. To stabilize the slda, an additional clip was implanted, reducing mr to a grade of 3+. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and the reported positioning failure associated with leaflet grasping appears to be related to patient conditions and due to restricted posterior leaflet, and a flail. Unspecified tissue injury (leaflet damage) appears to be due to several grasping attempts and is therefore related to procedural conditions. Tissue injury/damage is a known possible complication associated with mitraclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.